Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The following section was corrected: h4. No product was returned. A photograph of the reported devices was provided however a device failure could not be confirmed from the image. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. These devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items and part and lot combinations. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately one year post implantation due to pain and instability. Patient fell and was not doing great after the fall. There was nothing broken and no injury reported. The tibia, femur, and liner were revised. The patella was retained.

Manufacturer narrative:
(B)(4). D10 pn: 42502806801, ln: 66327510, persona® trabecular metal, pn: 42530007901, ln: 66247299, persona¿ natural tibia¿ trabecular metal, pn: 42540200038, ln: 66241139, persona® vivacit-e. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.